Manufacturer narrative:
(B)(4). Batch # t5a36n: device analysis: the analysis found that one plee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. The battery pack has a drain feature that drains the pack within 24 hours of the procedure; therefore testing cannot be completed on the original battery used in the procedure. As a result, product inquiries are tested with non-draining packs/simulators. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified.

Event description:
It was reported that during and unknown procedure, during device use, there was an issue regarding the closing of the device. It got jammed inside the patient. At that moment, the surgeon noticed that the battery was very hot. A few hours after, the battery was still hot. There was a delay of the procedure and used another device from the competitor to complete the procedure. There was no clinical consequence to the patient.